Event description:
The issue was previously marked as not reportable. Reassessed on 05sep2025, therefore, the report is late. The remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found inside the assembly. In addition, the device had dust/dirt contamination and error codes e065 (stuck encoder a error) and e066 (stuck encoder b error). There was no reported patient death or serious injury, however, the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211.